Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the suture dart head was left in the patient's ligament after use with capio device. The procedure was completed with the same device. The patient's condition was reported as stable.